Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure using an intellanav mifi open-irrigated catheter they observed a "high temp" error on the maestro controller. While trying to troubleshoot the issue they discovered the irrigation port on the catheter's handle was leaking. They then replaced the catheter and that resolved the issue. They were able to complete the procedure without patient complications. The catheter is not expected to be returned for analysis as it was disposed of on site.